Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. Additional investigation found another probable cause of the customer whitescreen may be due to uic (user interface controller) failure, the data in flash link table was corrupted. This is a hardware failure. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.